Event description:
The customer alleges that the balloon burst prior to use. No clinical consequences to the patient.

Manufacturer narrative:
(B)(4). The investigation is incomplete at the time of this report.